Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm, the coil did not detach on multiple attempts. Upon withdrawal, the coil detached from the delivery pusher. The coil and delivery pusher were removed as one system with the microcatheter. No harm or injury was reported.